Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2014 with the following findings: the battery cap was not returned with the pump; all testing was performed with a test battery cap which was able to be fully tightened with no power issues noted. Alarms indicating post motor deliver power supply faults were observed in the black box on (B)(6) 2014. Current draws were found to be within specifications for idle, sleep, load and rewind. The pump case was removed for further investigation and evidence of moisture contamination was observed inside the pump. Unrelated to the initial complaint, the display was observed to be dim and discolored. The battery compartment was found to be cracked below the grip pad and the cartridge compartment was observed to be cracked in the thread area. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power issue. The reporter stated that frequent low or replace battery alarms had been occurring more frequently than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.